Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared for use in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2024. Prior to the procedure, after the device assembled onto the endoscope, it was tested outside the patient. When the bands were attempted to be deployed, the bands were twined together and did not deploy. The device was removed, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.